Event description:
Additional information received reported that multiple cartridges were unable to fit onto the pump as there was a "chip in the runner" that prevented them from being inserted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer was unable to install the cartridge onto the pump. Customer's blood glucose (bg) was 358 mg/dl and an insulin injection was administered to address bg. Reportedly, the customer reverted to using another pump for insulin therapy.